Event description:
Customer called to report that the unicel dxc 600 synchron system generated false sodium and / or chloride results for four patient samples. The results were not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. When the calcium results were suppressed (no results generated), the samples were rerun on the other dxc instrument in the laboratory, and customer noticed that the sodium and chloride results varied from the original results. These repeated results were then reported. Bacterial cultures of the ion selective electrode (ise) system were positive for bacterial growth in line #27. The field service engineer (fse) decontaminated the ise module, and replaced the sodium, calcium, chloride and potassium electrodes. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).